Event description:
It was reported to philips that the device displays artifacts in the ECG waveform. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.